Event description:
During a remote follow-up, episodes of noise were observed on the right atrial (ra) lead. Ra lead damage was alleged but not confirmed. No intervention has been performed. The patient was stable.